Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01098, 0001825034-2021-01100. Medical product oss non-mod tib plate long 71 long item# 161043 lot# 742520; oss cemented im stem 17x150 50 item# 150371 lot# 818190; oss axle item# 150480 lot# 415380; oss poly lock pin item# 150478 lot# 489220; oss poly tibial bushing item# 150476 lot# 303530; oss poly femoral bushings item# 150477 lot# 140070; oss tibial poly bearing 12mm item# 150410 lot# 368590; oss reinforced yoke item# 150493 lot# 111640. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six and a half years post implantation due to femoral and tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.